Event description:
It was reported that sensing noise was observed on a remote transmission. The patient came into the clinic, and isometrics were performed. Noise was reproducible with isometrics. No changes were made. There were no adverse health consequences, the patient was stable.